Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking safestep was confirmed. One 20 ga x 0.75 in. One safestep infusion set and one photograph were returned for evaluation. An initial visual observation revealed use residue on the sample. The safety mechanism was observed to be engaged. A microscopic observation revealed bubbles in the adhesive within the needle housing; however, no obvious breach was observed where the needle exits the housing. The samples were flushed with a 12 ml syringe of water and no leakage was found. The distal pinch clamp of the infusion sets was then engaged, and the samples were pressurized with the 12 ml syringe of water from the proximal luer hub. A droplet of water was observed to form near the valve of the y-site when the samples were pressurized; however, no continuous dripping or leaks were observed. The blue stem of the valve can move slightly according to the pressure to which it is exposed. Any fluid that is positioned between the blue valve stem and the white valve housing can be pushed out from the white valve housing under a positive pressure. The product IFU warns: ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leaking from the housing. No other information was provided.